Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no issues that would cause the cannula to dislodge. The cause of the reported dislodged cannula could no be conclusively determined. Inspection of the soft cannula found no bends or kinks. Insulin was able to freely flow through the fluid path. No timeouts or drive stalls were seen in the device data.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 27.2 mmol/l (489.6 mg/dl). The pod was worn on the leg. It was noted that the cannula dislodged from the site and was bent. As treatment for the hyperglycemia, a correctional bolus and manual injection was given, and a new pod was applied.